Event description:
It was reported that several days after a coronary drug eluting stenting treatment procedure, the patient expired. In 2004, the patient presented to the emergency room with acute onset of chest pain and heaviness, diaphoresis and nausea; their blood pressure was 93/55. Anterolateral s-t elevation on electrocardiogram. They were treated with heparin, aspirin and nitroglycerin, and taken emergently to the cath lab. The patient was described as "hypotensive end extremely ill, but conversant" upon transfer to the cath lab. The physician was unable to advance a wire beyond the common iliac artery; arteriogram confirmed total bilateral iliofemoral obstruction. Diagnostic coronary angiography was performed via brachial access. They were found to have 100% stenosis in the distal segment of the proximal lad and 70-80% in the proximal lad; 90% long stenosis in the proximal circumflex and a chronic total stenosis in the proximal rca. They were deemed to be a poor candidate for coronary bypass surgery and the physician proceeded with pci. Abciximab and heparin were administered. The physician was able to cross the proximal lad lesion with a luge wire with considerable difficulty. No catheter damping was noted, but the patient became profoundly hypotensive with each engagement. Following predilation with a maverick 2.5 x 20 mm balloon, flow was restored, but there was rapid recoil and near total occlusion of the vessel. A taxus express2 2.5 x 24 drug eluting stent was deployed from the distal end of the proximal lad across the subtotal stenosis and a taxus express2 2.75 x 12 drug eluting stent across a 70-80% stenosis in the proximal lad. The patient had profound hypotension and virtually pulseless electrical activity with each inflation, requiring mini-boluses of epinephrine. Final angiograms revealed sluggish reflow, but a widely patent lad. A small dissection was noted just proximal to the proximal stent, but given the patient's critical condition, the physician opted not to place an overlapping stent. Plavix was given through an n-g tube and abciximab infusion for 12 hours. The physician was unable to place an intra-aortic balloon pump due to the iliofemoral occlusions. The patient had severe respiratory distress with o2 saturation of 91%. They were intubated and taken to the coronary care unit in "extremely critical condition." Due to the progressive cardiogenic shock and metabolic acidosis their condition was "extremely critical with a high likelihood of inpatient mortality." The patient died several days later (actual date is unknown). The actual cause of death is unknown. It was reported to be considered a cardiac event, probably not related to the stent. Same case as MFR's #6000093-2004-00448.